Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was found to be hot to the touch. The patient was reportedly laying on the pump with a heavy blanket. The reporter confirmed that this had never happened before. This report is made based on the allegation that the pump overheated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box history. The pump powered on normally and was exercised for 24 hours, no overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the event, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.